Manufacturer narrative:
The 32 mm aso was returned to sjm and decontaminated. The aso was grossly and microscopically examined, and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test 12f loader, deployed and retracted without difficulty or deformation. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported event remains unknown.

Event description:
The patient presented with an ostium secundum atrial septal defect (asd). The asd measured 29 mm on an intra-cardiac echo and a 32 mm amplatzer septal occluder (aso) was placed with difficulty due to a thin posterior septum. The aso appeared stable after it was released from the cable, however, it immediately embolized to the pulmonary artery. The aso was percutaneously snared and a 36 mm aso was implanted. A repeat echo the next day showed the 36 mm aso was adequately positioned with no residual flow.